Event description:
It was reported that a tip from the 5mm dry lock cannula broke off in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a tip form the 5mm dry lock cannula broke off in the patient.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The device history record (DHR) could not be reviewed since the lot number of the reported unit is unknown. Visual inspection confirmed that a small portion of the tip of the obturator was missing. The obturator¿s tip was visually inspected using a dyno camera that zooms up to 250x. A sectional cut with a small mark indicative of scrapping and tearing of the small tip was observed. According to the visual inspection, a possible insertion technique related contributor cannot be ruled out. An incorrect insertion process could have contributed to the reported failure. Therefore, the most probable root cause identified is user related as it is possible that the unit was aggressively inserted through hard tissue or near bone or scrapped against another instrument during surgery, which would result in the tip damage observed. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.